Manufacturer narrative:
Lens was returned in liquid, in lens case/vial. Visual inspection found a torn haptic and a missing haptic piece. No similar complaint type events were reported for units within same lot. (B)(4).

Event description:
The reporter indicated that a micl12.6, -10.5 diopter, implantable collmer lens, tore during loading. There was no patient contact and the backup lens was used. The reported stated that the cause of event was unknow.

Manufacturer narrative:
Corrected data: the reporter indicated that a micl 12.6, -10.5 diopter, implantable collamer lens, tore during loading. There was no patient contact and the backup lens was used. The reporter stated that the cause of the event was unknown. Claim# (B)(4).